Event description:
On (B) (6) 2010, the patient reported her insulin infusion device is displaying an e4 (occlusion) error. She stated she is currently driving and has no supplies to troubleshoot. She was advised to call back when she was able to troubleshoot. She called back later the same day to troubleshoot. She stated at 1pm she had an elevated blood glucose reading of 229 mg/dl. She said she tried to deliver a bolus of insulin via her infusion device but received an e4. She said her current blood glucose reading is 498 mg/dl. She tried to bolus 8.0 units of insulin but received another e4 after 2.7 units were delivered. The patient was instructed to disconnect from her headset and prime the tubing which she did without error. She was advised to change her infusion headset. On follow up on (B) (6) 2010, the patient stated her blood glucose has returned to her normal range. The infusion set was requested to be returned for evaluation.